Manufacturer narrative:
The inspection of the device by olympus (B)(4) also confirmed followings; the event that the coupler was removed from the endoscope was not reproduced. The coupler was replaced in october and no external damage showed. It was working fine. The endoscopic image was clear. No cloudiness was confirmed. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that the connection with the endoscope was not good and it happened that the coupler was removed from the endoscope. And the customer also reported that the endoscopic image was cloudy and the field of view was not secured. These events was found during a therapeutic procedure. The customer replaced the device to another device and completed the procedure. The procedure was delayed by about 30 minutes. Then, olympus inspected the device at the service department of olympus (B)(4) and found that the cable unit was out of order. The endoscopic image did not appear. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based on the inspection results that the event did not reproduce and there was no water leak, olympus medical systems corp. (Omsc) assumed that the fogging of the endoscopic image was temporary due to the temperature difference between the operating room and the storage location. In addition, due to the fact that the event did not reproduce, the event that the endoscope was removed from the coupler may have been caused by improper handling of user. Omsc also assumed that the event that endoscopic image did not appear was caused by the cable unit failure. This failure may have been caused by unexpected stress due to user handling. If significant additional information is received, this report will be supplemented.